Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Lead provocation and pocket manipulation was performed and some lead noise was reproduced. No medical intervention was performed. The patient's condition was stable post event.

Event description:
New information on 05/31/2016 indicated that the right ventricular lead exhibited noise. The patient was dependent and there was pacing inhibition on the ventricular channel. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information on 04/27/2016, indicated that the lead was reprogrammed. The patient was doing well post event and would continue to be monitored.